Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. Additional information was provided, which indicated an approved cartridge was used with a handpiece. The lens model and diopter is only qualified for use with approved viscoelastic. Not enough information was provided to conduct a review on the cartridge lot. The product investigation could not identify a root cause. Additional information indicated an unapproved viscoelastic was used; this lens/cartridge/handpiece combination is only qualified for use with approved viscoelastic. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A surgical coordinator reported that following an intraocular lens (iol) implant procedure, the lens has rotated. The surgeon has repositioned the lens once approximately a month following the implant. The lens has rotated a second time.